Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Review of the pump data logs verified that pump was working as intended and cause was due to customer delivering correction boluses while experience low bg levels. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.